Event description:
Left front wheel of wheelchair came off, throwing pt to floor. Hit back of head on refrigerator, bruised right hand, bridge of nose and left eye. Broke glasses. Shallow laceration bridge of nose. Used lifeline to call for assistance. Pt had placed skillet with oleo on burner prior to incident. Pt was unable to reach burner to turn it off. House was filled with smoke when help arrived.